Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "downstream occlusion" which was not reproduced during evaluation. The cause was identified to be a failed input/output (I/o) printed circuit board (pcb) which was replaced. Should additional relevant information become available, a supplemental report will be submitted.